Manufacturer narrative:
Additional suspect devices: reference number: 10597576, product family: scs-linear leads, upn: m365sc2316500, model: sc-2316-50, serial: (B)(4), batch: 17674693. Reference number: 10616876, product family: scs-splitters, upn: m365sc3400300, model: sc-3400-30, serial: (B)(4), batch: 17674964. Reference number: 10616915 , product family: scs-splitters, upn: m365sc3400300, model: sc-3400-30, serial: (B)(4), batch: 17767651. It is indicated that the devices will not be returned as they were discarded. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. Devices were discarded.

Event description:
A report was received that the patient was experiencing inadequate stimulation. An impedance check revealed high impedances on both of her leads. It was noted that the patient experienced five falls over a period of six months and it is suspected that the high impedances are due to the falls. The patient underwent a lead replacement procedure. In addition the patients lead splitters were explanted. The patient is doing well post operatively.